Manufacturer narrative:
Issue identified during product analysis. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, this 980 ventilator had generated " several system errors and 12 voltage supply out of range" message. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue in the ventilator logs. Checked and found direct current (dc) to dc converter printed circuit board assembly (pcba) was not working properly and replaced the part. The sp also found exhalation valve not working properly when running calibrations as additional issue and replaced the exhalation valve assembly (eva). The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. One dc-dc converter pcba was returned to medtronic for further analysis. The part was attached to the test ventilator and powered up with error code. It was found that the -12v anaout (ds4) and 12v anartn (ds5) leds did not switch on and u7 voltage input pins were found to be short and fuse f1 was blown. One eva also returned for further analysis. It was attached to the test ventilator and powered up. During the extended self-test (est), the unit failed circuit pressure test for expiratory auto zero fail. After a thorough investigation, a faulty so1 in the eva was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the observed condition was determined to be a faulty u7 and fuse f1 in dc-dc converter pcba; however, an additional finding was a faulty s01 in the eva. There is an existing previous internal investigation regarding these issues. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, this 980 ventilator had generated "several system errors and 12 voltage supply out of range" message. The ventilator was not in use on a patient at the time of the reported event.